Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a proglide device with a 6f sheath after a coronary angioplasty procedure. Reportedly, the suture closed the artery. Using an access from the left common femoral artery a balloon was used to open the right common femoral artery. There was a clinically significant delay in the procedure of 15 minutes to re-open the artery. The patient was reported as doing fine after the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.